Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose value of 28.0 mmol/l. The customer believed that it was due to infusion sets and hardened sites on the body, and stated that the insulin pump was functioning as designed. It was reported that the customer was shaky and tired from the high blood glucose, but that the customer took manual injections of insulin to treat. The customer is being sent a replacement infusion set, and did not wish to complete troubleshooting. Nothing further reported.